Event description:
During a laparoscopic cholecystectomy the clip applier did not deploy clips correctly when the surgeon attempted to place the clip around the systic artery. Another clip applier was used to complete the procedure. There was no patient consequence.